Event description:
Livanova received report that during a procedure a s5 gas blender system alarmed and after some seconds the gas flow stopped. The perfusionist changed to mechanical gas blender to continue the procedure. After the procedure, the perfusionist tried to start again the device and it could not be turned on. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in bogotà, colombia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the involved unit was manufactured in 2019 and according to the analysis of the complaints database no events related to this unit have been reported in the past. The unit was returned back to the manufacturer site and checked. The reported issue related to a missed power up of the unit after the procedure was not confirmed. However, during the intensive tests performed at the manufacturer site, the error codes related to discrepancy between actual and set co2 values were identified confirming the event. Troubleshooting revealed that the root cause of the reported alarm, which led to a subsequent gas flow stop, was a defective co2 flow sensor. The co2 flow sensor was replaced to solve the reported issue. The front panel of the gas blender, where the processor board is located, will be replaced as well. Indeed, the processor board is the component potentially involved in the issue related to the missed power up of the device reported by the customer. Since the new front panel is not equipped with the eprom, a new eprom was mounted.

Event description:
See initial report.